Manufacturer narrative:
September 29, 2015 02:29 pm (gmt-4:00) added by (B)(6): (B)(4). The returned plegiox was evaluated in the laboratory and visually and under microscopy and no failure has been detected. Tightness test has been performed and were found ok. In order to be able to check the fibers the covers on both sides were removed. The inspections showed that the first 3 rows from the center were too tight which impair the flow. This can be determined. As most probable root cause. Thus a malfunction of the plegiox could be confirmed. The hcu40 has no error. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Description from the customer report: "at first the hcu 40 alarmed that there was noticed a high pressure at the cardioplegia side of the hcu and low flow alarm followed. Normally this attends to a system obstruction, perfusionist de-aired the hcu tubes, switch on and off the hcu, change out the hcu for another one, new tubes but nothing worked. Until they have taken a closer look to the plegiox disposable. After changing out the plegiox problem was solved and everything was ok." The malfunction occurred during patient treatment. The unit was replaced. No harm to the patient. (B)(4).